Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Resecting rectum during lar. Did the patient received any preoperative radiation or chemo therapy? Both treated for patient. Was there any difficulty opening or closing these devices? Nothing. Any unusual sounds noted? No report. On the first firing where the jaw was bent, was the firing completed? Firing did not complete and the middle point of the jaw. Does the surgeon wait 15 seconds prior to firing? Absolutely he does. What was the reason for converting to open? He could not try any more for patient. How was the surgical procedure completed in the open fashion? Lata. Are photos available? Yes they are. How did the 3rd device fail? No movement (no firing). What is the current patient status? Converting from lap to open, so he needs longer hospital stays but I am not sure any details.

Event description:
It was reported that the jaw was bent during lar for resection to rectum with gold cartridge. Although he used one more gun, the gun was also fired only 2~3cm staple line and stucked. He tried third one, but it failed. So he convert to open procedure.

Manufacturer narrative:
(B)(4). Batch number: r58999. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired 2/3. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.